Manufacturer narrative:
A philips bench technician evaluated the device and was unable to duplicate the failure. A philips clinical specialist reviewed the patient event file. The device was powered on into the monitor mode at 12:28:24 am on (B)(6) 2016. There was no malfunction of the device. The presentation of the pads ECG waveform was consistent with both the delivery of compressions and the presence of a poor pads to patient contact that resulted in artifact. No parts were replaced. The device passed all performance assurance tests and was returned to the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator could not analyze ECG when attempting a 12 lead on a patient in cardiac arrest. The patient died.